Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained ventricular tachycardia (nsvt) episodes. It was noted that the right ventricular (rv) lead exhibited loss of capture and the pacemaker showed inappropriate low voltage output. No intervention was performed. The patient was in stable condition.